Event description:
It is reported that a patient had unknown brand stents implanted, some time afterwards the patient died. No complications in relation to the stents were reported. Device relationship to the death event was not reported. Information was provided that the patient was not taking their prescribed medications, had other health problems and was not taking care of their health.

Manufacturer narrative:
Results and conclusions: (death). (Pre-existing medical conditions, non-compliant with prescribed medications). (Device or procedural images were not provided for review). (B)(4).